Event description:
On (B)(6) 2025, it was reported by a sales representative via email that three ar-7289 fibertape sternal closure and two ar-7288 fibertape sternal closure didn't reduce under the tensioner. The sutures were cut out of the patient. The patient was not affected. This was discovered during a procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling.

Event description:
Additional information received: this was discovered during an aortic valve replacement procedure. No components broke inside the patient, and no fragments required retrieval. The case was completed using sternal wires, part number is unknown. The procedure experienced a brief delay of approximately 10 minutes, but no additional anesthesia was required.